Manufacturer narrative:
B5 corrected medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient receiving intrathecal bupivacaine, morphine, and clonidine via an implanted pump for non-malignant pain. It was reported that the patient stated they felt like they were going through withdrawals and had a lot of pain since friday. Patient also mentioned they have been in the hospital 4 times already this month and "don't want to go back". The patient stated that over the weekend they started to feel better but then felt worse. The patient mentioned they heard a "beep" over the weekend but only once and they were not sure where it came from. The patient stated that it takes a long time to work and they have to keep wiggling and pushing to get the personal therapy manager (ptm) to work but it does eventually connect to deliver a bolus. Additional information was received from a consumer (con) reporting that they heard a beep but there were no alerts on their ptm. The patient stated if they sleep on their back they wake up from pain and with withdrawal symptoms (diarrhea, nausea, and weakness). The patient stated once they get up and move around they feel better. Patient stated they slept on their side and felt good today. Patient stated the healthcare provider (hcp) told them they would wait until their next refill to further investigate. Additional information was received from the healthcare provide (hcp). The hcp stated that there was no alarm, but the device was not functional. The device was replaced.

Event description:
Information was received from a consumer (con) regarding a patient receiving intrathecal bupivacaine, morphine, and clonidine via an implanted pump for non-malignant pain. It was reported that the patient stated they felt like they were going through withdrawals and had a lot of pain since friday. The patient stated that over the weekend they started to feel better but then felt worse. The patient mentioned they heard a "beep" over the weekend but only once and they were not sure where it came from. The patient stated that it takes a long time to work and they have to keep wiggling and pushing to get the personal therapy manager (ptm) to work but it does eventually connect to deliver a bolus. Additional information was received from a consumer (con) reporting that they heard a beep but there were no alerts on their ptm. The patient stated if they sleep on their back they wake up from pain and with withdrawal symptoms (diarrhea, nausea, and weakness). The patient stated once they get up and move around, they feel better. Patient stated they slept on their side and felt good today. Patient stated the healthcare provider (hcp) told them they would wait until their next refill to further investigate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.